Manufacturer narrative:
According to the director of nursing (don), the patient had been on the bed 22 days prior to the reported event. The don stated that the bed played no role in the adverse event and also stated that the nurses believe the CPR was inadvertently engaged causing the deflation of the bed. This event is being reported due to medical intervention required to resolve patient's condition. Device evaluation is pending.

Event description:
It was reported that a triadyne ii bed deflated while patient was being bathed. The patient was in a flat, supine position. It was also reported that shortly after deflation, the patient coded and required resuscitation. According to the nurse, the patient recovered from the reported event and the patient's condition as reported in 2008, was the same as upon admission to the hospital unit.